Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
The patient alleged that the self-adhesive of the infusion sets did not stick enough. On multiple occasions the infusion set pulled out of his body due to the adhesive not sticking enough. The patient experienced elevated blood glucose levels in the 300's mg/dl. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.